Manufacturer narrative:
B3. Date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd solis pump experienced alarm air in line. There were no patient involvement and harm.